Event description:
It was reported by the facility that custom tubing pack beq-top 25003 3/8x3/8 to 7lpm had multiple cracked connections.

Manufacturer narrative:
Corrected section: initial MDR section g5 PMA/510(k)# changed from : k08059223 to: k080592. Complaint record # (B)(4).

Manufacturer narrative:
(B)(6). It was requested by the evaluator that the device not get sanitized prior to the evaluation since the event occurred prior to clinical use, during priming. The kit and tray were returned. The tray did not exhibit any signs of damage. A visual and photographic inspection was performed for the broken port of quadrox-ID adult. During the investigation it was noted that the outer carton was not returned and therefore damage could not be reviewed. The kit and tray were returned. The tray did not exhibit any signs of damage. The most likely root cause of the ports being broken can be attributed to rough handling during shipping. Other measure such as palletizing the cartons, more straps and a larger tray will be reviewed with the customer to increase the shipping protection.

Event description:
It was reported by the facility that custom tubing pack beq-top 25003 3/8x3/8 to 7 lpm had multiple cracked connections.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the facility that custom tubing pack beq-top 25003 3/8x3/8 to 7 lpm had multiple cracked connections.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the facility that custom tubing pack beq-top 25003 3/8x3/8 to 7lpm had multiple cracked connections.